Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a valid batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, scissoring occurred at the 4th firing or 5th firing. After that, the clip ejected repeatedly. The fallen clip was removed with a forceps via a trocar. The sales rep who attended the operation found that there had not been an excessive force at firing and the device had been used as indicated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.